Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a fresenius 2008t machine experienced e.05, e.03, and e.06 blood pump alarms during patient treatment. The blood pump was reported to be running at maximum speed. After the machine alarmed, blood was observed leaking from where the venous line connects to the dialyzer. According to the biomed, the blood pump continued to run after the machine alarmed. The biomed stated that the blood pump normally stops running after an alarm occurs on the blood pump. No defects or abnormalities were identified on the bloodline or dialyzer. Upon follow-up, it was reported that the incident resulted in approximately 10 ml of blood loss. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient¿s treatment was terminated five minutes early due to the reported incident. The biomed replaced the blood pump module to resolve the reported issue. The machine has been returned to service and there have been no re-occurrences. To date, the blood pump module has not been returned for evaluation.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the blood pump (bp) module was returned to the manufacturer for physical evaluation. The bp module was received with a cracked rotor cover. An inspection of the rotor found the occlusion pins protruding; however, the rotor housing was not damaged on the module. The rotor occlusion pins were not crimped. The blood pump (as-received condition) was installed onto a test machine to test for the reported failure. During power up, the bp module was malfunctioning. The rotor was spinning at a high rate and the bp display was flickering, resulting in a ¿act blood pump failed¿ alarm. The bp module was then removed for further troubleshooting. The lp955 board and bp motor were replaced on the bp module. However, a thermal event occurred on ic2 of the lp955 board during testing. Further investigation revealed that diode (d10) was shorted on the lp956 board. Diode (d10) is part of the motor circuit that connects to the stepper motor driver of ic2. The shorted diode can cause the reported symptoms to occur. Diode (d10) was replaced on the lp956 board. Afterwards, the bp module was retested on the test machine, and the bp module functioned properly. A dummy patient test was performed during dialysis mode, with bloodlines in the blood pump module and a dialyzer connected. The ends of the bloodline were submerged into a beaker of water. There were no signs of leaks coming from the bloodlines during the test. Due to the findings of the investigation, the complaint event was confirmed.